Event description:
It was reported that during a lap nissen procedure, the pad on the non-active blade came off. There was no pt consequence. Unk how case was completed.

Manufacturer narrative:
Date sent: 06/03/2008. The analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during inspection and testing. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.